Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated no specific problems with the dbs had been identified. Reprogramming had continued and tremor control was stable but the side effects were not. The issue was still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient went through a metal detector and about 30 minutes later had difficulty speaking and walking. A shunt survey was performed and showed no identifiable problems, and both electrode and therapy impedances were normal. The patient was programmed at lower/different settings. The issue was not resolved at the time of the report. No further complications were reported or anticipated with this event.